Event description:
The event involved a plum burette set where it was reported the "clave additive port snapped off". There was no other physical damaged noted. The set was replaced, and therapy resumed. Sample picture provided of a clave where the silicone was deformed is provided. There was patient involvement and no patient harm.

Manufacturer narrative:
Received one picture showing the broken semirigid adapter with the portions still attached to the port on the lid of the burette and the clave. Received one used list #142730490 plum burette set. As received the blue clave was observed to be separated from the burette. The semirigid adaptor was torn. The deformation on the area of the break showed beach marks with smooth sections and was at an angle, typical of a bend break. The complaint of breakage can be confirmed. The probable cause is due to an unintentional bending force applied during use. A device history lot review and relevant commodities were reviewed, no nonconformities were identified that may have contributed to the reported complaint.